Manufacturer narrative:
B2 date of death: approximated to few days later of event date/procedure date.

Event description:
It was reported that the patient died. The patient was first treated successfully in lad with a 1.75mm burr followed by 2.0mm burr rotational atherectomy. Team moved to treat lesion which was located in proximal circumflex artery (lcx). The target lesion in proximal lcx was 90% stenosed, moderately tortuous and severely calcified. A same 1.75mm rotablator was selected for rotablation. During procedure, on the third peck of the rota burr, the burr became stuck in calcium, and it was noted that the burr and wire had detached from the sheath. The operator did not detect/ sense any unusual sensations or noises from the devices. Attempts were made to use a wire to tangle/snare around the burr, but it would not move. Because the wire was also out of the sheath, there was no way to retrieve it. A decision was made to leave the burr in place. The patient still had some flow, and the clinicians felt they could manage with the burr remaining in the circumflex artery. The patient was stable at that time. Approximately 20 minutes later, the patient started feeling unwell while still on the table. The team went back in and attempted to pass a small balloon through the vessel to improve flow. An impella device was also inserted to help maintain flow and haemodynamic support. The patient's haemodynamics subsequently deteriorated and the patient later died. Official cause of death was myocardial infarction.